Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2024-00028. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00028 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Caller reports that they tried putting it back on suction when they reached the or, but it wasn't working [device ineffective], no other ae reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a physician (resident) via clinical account specialist (cas) referring to a female patient of unknown age. The patient's medical history included pregnancy, vaginal delivery, gravida 2, para 1. The patient had a live birth (live birth). The patient's concurrent conditions included asthma and alopecia for which she has been seeing a dermatologist and uterine atony. The patient's historical drug included methylergometrine maleate (methergine), tranexamic acid (txa), misoprostol (cytotec) and oxytocin citrate (pitocin) which was received prior to having the vacuum-induced hemorrhage control system (jada system) placed. The patient's past drug reactions/allergies were not reported. Concomitant therapies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date in (B)(6) 2024 (reported as sometime last week), the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) 2.0 (lot # and expiration date were not reported) via vaginal route for postpartum hemorrhage. The patient's current pregnancy type was singleton. On an unknown date in (B)(6) 2024 (also reported as sometime last week) the patient had a vaginal delivery of her second baby. The patient did not receive hembate due to her asthma. The vacuum-induced hemorrhage control system (jada system) was placed and that point the patient had lost 1000 cc of blood. When it was put on suction, she immediately lost another 250 cc of blood. It was then determined that she should go to the operating room (or). The vacuum-induced hemorrhage control system (jada system) was left in place while taken to the or. The reporter reported that they tried putting it back on suction when they reached the or, but it wasn't working (device ineffective). So, a dilation and curettage (d & c) was done, b-lynch sutures were placed around the uterus and ultimately the patient had a hysterectomy performed. The health care professional (hcp) stated that it didn't feel like there was anything wrong with the vacuum-induced hemorrhage control system (jada system). There seemed to be another underlying cause of the patient's bleeding aside from uterine atony that has not been confirmed. No other symptoms were reported. No other ae reported (no adverse event), no pqc reported. The patient sought medical attention. 250 ml of blood was collected in the vacuum-induced hemorrhage control system (jada system) canister. The device was not removed and reinserted for any reason. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective was considered to be medically significant and determined to be serious due required intervention (devices). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This is an amendment report. Model # 2.0 was updated in product tab and in narrative. Treatment received was updated as yes for device ineffective. Uterine atony was updated as current condition. Statement ¿the patient given a live birth in the past¿ was updated to ¿patient had a live birth¿. Word 'caller' in the narrative was updated with reporter. Medically significant checkbox was unchecked for device ineffective. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted (B)(4) MFR number- 3002806821-2024-00028. We will be retaining the old case (B)(4) MFR number- 3002806821-2024-00028 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).